Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: a pump with unknown serial number was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the device serial number is unknown. Review of the monitor screenshots provided revealed several decreases in power consumption and estimated flows; however, no raw log files were available for analysis. Additionally, visual evidence available suggests movement of the inflow cannula position with changes in patient posture. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, possible causes of the reported low flow event may be attributed but not limited to poor vad filling and/or incorrect positioning of the vad. A possible root cause of the reported malposition event can be attributed, but not limited, to surgical technique during implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: orthostatic syncope from compromised flow after heartware hvad by lateral thoracotomy: potential role of dynamic echocardiographic testing for cannula assessment. Case: cardiovascular imaging case reports. 2017. Volume 1, number 2 doi: 10.1016/j.case.2017.01.005 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding orthostatic syncope in a patient with a left ventricular assist device (vad). The authors described a patient who experienced recurrent orthostatic syncope approximately one month post vad implant that was not attributable to clinical right heart failure or ventricular arrhythmias. It was discovered that each positional change (supine to sitting to standing) led to substantial perturbations in vad waveforms and flows accompanied by presyncopal symptoms. Echocardiographic images in different positions showed cannula obstruction and dynamically altered flow due to malposition as noted in standing position, the inflow cannula abutted the lv septum. A conservative strategy to maintain a higher preload state rather than surgical revision was decided. The patient continued to experience these events despite higher preload and often manifested a degree of congestive heart failure on vad support. They underwent successful transplantation over a year later. The status of the vad is unknown. No additional adverse patient effects or product performance issues were reported.